Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 11 jun 2021 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry 31 may 2018.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received primary attune tka to treat severe djd. The patella was resurfaced and competitor depuy x 1 was utilized. The surgeon notes the patient had preexisting flexion contracture and valgus deformity. The procedure was completed without complications. Patient received a left knee revision to treat pain secondary to loosening of the tibial tray. The femoral component was well-fixed but revised to accommodate the revision construct. The tibial tray was loosened and debonded at the cement to implant interface and revised. There was no reported product problem with the revised tibial insert. Patella was retained. The patient was revised with a competitor revision knee. The procedure was completed without complications. Doi: (B)(6) 2016 dor: (B)(6) 2019 left knee.